Event description:
It was reported that during testing at the manufacturer facility, the core universal driver caused a bias current message to be displayed, signaling a condition occurred in which the handpiece has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.